Event description:
A customer in (B)(6) notified biomérieux of discrepant results for a patient sample (patient 3) in association with the vidas® estradiol ii assay (ref 30431) when compared to results from other test methods. No lot numbers were provided. Patient 3: vidas eii= 1174 pg/ml, immulite=219.60 pg/ml. There is no indication or report from the laboratory that the discrepant results led to any adverse events related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in spain regarding discrepant results for five (5) patient samples in association with the vidas® estradiol ii (ref (B)(4)) when compared to results from other test methods. The investigation included analysis of the quality data. There were no anomalies during manufacturing, quality control, or packaging stages. The customer's high results were reproduced by the complaints laboratory when testing with the customer¿s samples on a retain kit and another vidas® batch. No analytical interference was highlighted during this test. The issue is not linked to a specific batch of vidas® estradiol ii. The high results could be a cross reaction with the hormonal medication (progynova) undergoing by the patient. As stated in the vidas® estradiol ii package insert: ¿in cases of estrogen therapy, and particularly that of hormone replacement therapy (menopause), overestimated results may be obtained. Interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed. ¿ progynova is an hormone replacement therapy based on exogenous supply of estradiol and this medication may lead to overestimated concentrations of estradiol. See section h10.